Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ syringe experienced difficult plunger movement. The following information was provided by the initial reporter: syringe with defective plunger rubber, making handling difficult.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 06-jul-2022. Investigation summary: sample and photo received for investigation. Upon visual inspection, defective stopper is observed. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Possible root cause is associated with failure at stopper assembly station.

Event description:
It was reported that the bd plastipak¿ syringe experienced difficult plunger movement. The following information was provided by the initial reporter: syringe with defective plunger rubber, making handling difficult.